Event description:
As reported, a pt of unk age and unk gender presented for a chronic hemodialysis catheter placement on (B)(6) 2011. No issues were noted during the procedure. On (B)(6) 2011, while the pt was connected to a dialysis machine, the nurse noted a crack in the extension tubing of the venus lumen between the luer and the bifurcate. The reported defective device was replaced with another new of the same device. There was no report of harm or injury to the pt due to this product problem

Manufacturer narrative:
The reported defective device has been returned to the MFR and an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.